Event description:
It was reported that the pt underwent a gastric bypass surgery in 2000. Two days after the surgery the wound dehisced. Upon re-operation the knots were found to be in place, however the suture was broken. The pt was closed and no other adverse consequences were reported.